Event description:
It was reported to philips healthcare that the heartstart mrx failed to syn on during a pt event. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.